Event description:
An end user called in and stated he received a sample of the product on (B)(6) 2013. The end user also stated he had received a new hernia support belt and had been wearing that since (B)(6) 2013. The end user stated he applied the new wafer with the belt on (B)(6)2013 and on (B)(6) 2013 the end user stated he was doing yard work, and was bent over most of this time. The end user stated he felt a burning sensation around the stoma. The end user stated he removed the belt and the sample convex wafer and noted the wafer had cut into the stoma, a little bit, circumferentially, leaving a red ring at the base. The end user also stated he removed the sample appliance roughly and stated he had caused the skin under the mass around the stoma to become red, irritated and noted a little bleeding in spots. The end user stated the bleeding stopped after cleaning the area with soap and water.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated he applied his other appliance and was to see his doctor on (B)(4) 2013. The end user was advised he should not do heavy lifting, even with the support belt, and that he was causing pressure between the hernia and the convex appliance when he remained bent over for extended time. The end user was also instructed that he can use stomahesive powder to the irritated areas. The end user was educated on the proper removal of his appliance using adhesive remover and gently pushing skin inward to release appliance to avoid skin damage. It was also discussed with the end user the usage of sensicare adhesive releaser. Samples of a convex wafer with larger opening were to be sent. No lot number was provided as the box was not available. No additional patient/event details have been provided to date. Should additional information become available a follow-up report wil be submitted. A return sample for evaluation is not expected.